Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s educator reported that a skin burn occurred at the pod site on the patient¿s right arm while they were wearing the pod. There were no reported effects on the patient¿s blood glucose levels. It was mentioned that after the pod was applied, the patient experienced a burning sensation and heard a sizzling noise. The patient subsequently removed the pod and noticed a red, raised area around the adhesive, along with a burn in the center that resembled an open wound. Although the patient did not seek medical attention following this incident, it was noted that on (B)(6) 2025, the patient had been prescribed prednisone and a topical steroid (triamcinolone) for an unrelated issue and had applied it to the infusion site. The educator observed that the patient¿s arm appeared to improve, with the rash having disappeared and a scab forming where the burn had been. The educator was uncertain about the exact date when the pod began to burn on the patient¿s arm.